Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The healthcare provider reported via manufacture representative that a power on reset (por) was present at time of interrogation. It was required to enter the serial number and all settings were lost. In the first programming session, battery warning was shown on smart programmer. Impedances were measured, but por occurred again at the end of impedance measurement. In the second session, s/n again needed to be entered manually, battery warning was not shown anymore. Stimulation was configured and patient perceived stimulation at about 0.3 v (configuration 3+,2-,1-,0+). Therapy measurement was performed and longevity for a new battery was estimated to 103 months. Again, at the end of electrode impedance measurement, por occurred. A third session was started with 8840 and 8870 nnc01. Again, at the end of impedance measurement, por occurred and all settings were lost. Another session was started, again with th90p02. S/n was entered manually, stimulation was turned on and patient perceived stimulation at about 0.3v. It was noted that a CT scan of abdomen was performed about five weeks ago.